Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual and microscopic evaluation noted that the shaft was detached. Additionally, the positioner was not returned. No other problems with the device were noted. The reported event of stent shaft break was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Consequently, affects the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. Block h11: correction to field block e1: initial reporter zip/post code.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a holmium laser lithotripsy procedure under flexible ureteroscope in the right ureter for right kidney stones treatment performed on (B)(6) 2023. During preparation, the stent was fractured. It was noted that the stent shaft was broken into two pieces. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was attempted to be used during a holmium laser lithotripsy procedure under a flexible ureteroscope in the right ureter for the treatment of right kidney stones performed on (B)(6) 2023. During preparation, it was found that the stent shaft was broken into two pieces. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.